Manufacturer narrative:
(B)(4).

Event description:
The physician was using a cougar guide wire during treatment of the left popliteal vessel. The lesion exhibited moderate tortuosity and moderate calcification and 95% stenosis. Artery diameter: 4 mm x 40 mm. The gw was hydrated at preparation. The vessel was not pre-dilated. The wire was used with an atherectomy device and was advanced over a bifurcation. Two passes were made. During withdrawal severe resistance was noted and the loop of gw became locked up on the atherectomy device. The wire was pulled with resistance. No cougar wire parts left in the body, it is indicated that the wire appeared ¿frayed¿ on removal from the patient. A non-medtronic balloon was used to complete the procedure. No clinical sequelae reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.